Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. The ring-coil impedance measurement had been trending lower, with the initial minimum/maximum value of 19.8/34 ohms, and the final reading 8.92/9.66 ohms. The lifetime ventricular sensing integrity counter was 14793, and all counts occurred since (B) (6) 2009.

Event description:
It was reported there were a high number of v-v intervals. Review of device data showed there was a drop in impedance 10 months previously, from the low 30 ohm range to 10 ohms. The drop was believed to be due to insulation breakdown between the ring conductor coil and the high voltage coil. The lead remains in use, and no patient complications were reported as a result of this event.